Event description:
On (B)(6) 2012, the pt reported the down button of the infusion device is 'squishy' and 'bottoms out' when he presses it. He stated that he has to press the button hard but the button still works. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.